Manufacturer narrative:
Device evaluation by manufacturer: on 17-nov-2017 a field service engineer (fse) followed-up over-the-phone and confirmed that the wash tubing at the top of the wash probe was defective. The fse had the customer replaced the wash probe tubing and clean the s702 leak well. The customer attempted to run the instrument, but continued to obtain 3022 leak sensor s702 detected errors. On 20-nov-2017 the fse went onsite to address the reported event. The fse cleaned the s702 leak well, cut the wash purge tubing back and reconnected it. The fse replaced the wash probe tip and ran quality controls, which passed. The aia-360 was operating as intended after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 17-oct-2016 through 17-nov-2017. There were no other similar complaints identified during the searched period. The aia-360 training manual under tab 8 -troubleshooting, states that 2017 substrate purge failure error message is generated when no substrate was dispensed at daily maintenance. The operator is instructed to check substrate level and replace as necessary, repeat daily maintenance. The aia-360 operator's manual under section 7-1: list of error messages, states that 3022 leak sensor s702 detected error message is generated when the leakage sensor s701 is activated. The operator is instructed to contact the service department. The most probable cause of the reported issue was due to a defective wash probe tubing.

Event description:
On (B)(6) 2017 a customer reported getting 2017 substrate purge failure table slip error message upon start-up on the aia-360 instrument. The customer attempt to re-start the aia-360 and obtained error message 3022 leak sensor s702 detected. The customer requested service in order to resolve the issue. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for luteinizing hormone (lh ii), estradiol (e2), progesterone (prog), and beta human chorionic gonadotropin (bhcg). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.